Manufacturer narrative:
Per the clinic, the patient also experienced necrosis at the implant site.

Manufacturer narrative:
Per the clinic, the patient developed skin breakdown at the implant site. The patient was also administered with IV and oral antibiotics (specific date and duration not reported). The washout procedure was performed on (B)(6) 2024 under local anaesthesia. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection (fluctuance) at the implant site (date not reported). Subsequently, the patient was treated with antibiotic (specific type, date and duration not reported) and underwent a surgical procedure to washout the infection (fluctuance). However, the issue did not resolve. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.